Event description:
It was reported that during a meniscus repair surgery, t2 failed to secure on the meniscus, and t1 was removed from the patient. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth straw has been trimmed to the surgeons desired length. No ts or suture remain on the delivery needle but were returned for examination. Dimensional assessment of the ts confirmed they meet print specifications. This investigation could not identify any evidence of product contribution to the reported complaint.